Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp - MRI scheduler) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had 2 MRI¿s in the past (in 2014 and 2016) and when the machine was turned on, their leg ¿flew up to the ceiling¿. When the MRI machine was turned off, the patient¿s ¿leg issue¿ resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported last time they had MRI both of their legs flew up, which resolved once they stopped the MRI. No further complications were reported or anticipated.